Event description:
A pump declared alarm occurred during the load process, but there was no adverse impact to the customer's blood glucose level. The customer was unable to successfully load a cartridge and resume insulin therapy as the cartridge alarm recurred. Consequently, tandem technical support arranged for the pump to be replaced, and the customer was instructed to put the problematic pump into storage mode and return it using a pre-paid label within ten days. The customer will use mdi as a backup therapy to ensure insulin delivery is not interrupted.